Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information was received from the rapid response coordinator. The revision took place on (B)(6) 2014 and it was determined that the parts removed were not manufactured by biomet.

Event description:
A revision is scheduled due to fit and pain.